Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was transported via ambulance to the emergency room (ER) due to blood glucose (bg) level of 23 mg/dl. Reportedly, customer was experiencing an issue with a non-tandem infusion set, and delivered multiple boluses, not realizing insulin was being delivered. Bg was treated with intravenous saline and consumption of carbohydrates. Reportedly, customer left the ER 9 hours later with the issue resolved and no permanent damage.